Event description:
It was reported the patient ipg could not communicate with external devices. A manufacturer representative performed multiple attempts to communicate with the ipg using their clinician programmer. The ipg was deemed inoperable and diagnostics confirmed ipg to be in a service app state and was not recovered.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Actions have been taken to prevent reoccurrence.

Event description:
Additional information received indicated the patient passed away due to an unrelated issue.

Manufacturer narrative:
Corrected data: b3 - date of event.